Event description:
It was reported that the compressor generated an alarm indicating low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm reported. Based on technician statement, it was found that motor tubing has a leak and motor produced unusual sound. Compressor tubing and compressor with motor have been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as the replaced part may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The root cause of the issue has not been determined.